Manufacturer narrative:
Pump was received without a battery installed. Pump received partially broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the corner of the reservoir tube window. Pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, prime test, excessive no delivery test and displacement test. Unable to perform the basic occlusion test, occlusion test, and the dat test due to broken reservoir lip. Data analysis: there is no data available due to the unit received without a battery.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was a heart attack. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller agreed to return the insulin pump for analysis. Pump was received with a partially broken reservoir tube lip and functional testing could not be completed due to this.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is feb 12, 2018.

Event description:
Initiate supplemental to correct aware date 12-feb-2018.